Manufacturer narrative:
Correction: b5 device was changed from (B)(4). D4 catalog changed from (B)(4) reported event is confirmed. The device activating by itself was confirmed based on device evaluation. One (B)(4) returned opened in unoriginal packaging. A visual inspection did not find obvious defects or abnormalities on the device. A functional test was performed using the electro surgical unit 7550 and returned (B)(4), both cut and coag functions were tested and the coag function was activating without the button pressed. The suction and irrigation functions were also tested using a vacuum pump and saline bag, leaks were not detected. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame 299,250 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised the following: do not attempt to repair the instrument blades or cannulas in any way. If the customer is suspicious about the quality of the instrument blade or cannula following use, do not use it further and replace it with another. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 60-6010-003 univ. Plus ft/hnd cnt strght device was being used during a laparoscopic colorectal (colon / rectal) resection procedure on 28sep21 when it was reported that ¿unintentional output occurred even though a surgeon didn¿t do anything.¿ after further assessment, it was found that ¿water leakage and self activation were confirmed with the same device. It was about 10 minutes after the surgeon started using it. It occurred during cut mode. Operating staff felt something was wrong, so I touched and pushed the button area, and it stopped. Operation staff said that if he had not touched, pressed, etc. Near the button, it would have been outputting all the time. It was confirmed output sound and actual output. Coag mode didn't have any problem, only cut mode was output unintentionally. Instrumentation nurses said: despite the button was not touched, output of cut mode occurred. When the near button area was touched, it stopped. It was taken out of the abdominal cavity to the instrument table. The staff held it in my hand to look at it, he/she heard the output sound again. When he/she looked at the esu, the cut output was displayed. In the same way, when he/she touched the button area, the output stopped.¿ there was no delay to the procedure and the procedure was completed with an alternate unknown device. There was no report of impact or injury to the patient or user. The electrosurgical unit used was the covidien ft10 and will be listed as a concomittant device. The device settings are unknown. The 60-5274-032 spatula electrod w/stealth ER 5mm x 32cm (5/cs) and the disposable ball erectrode(amco) will be listed as concomittant devices. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of the customer that the 60-6010-002 univ. Plus ft/hnd cnt strght device was being used during a laparoscopic colorectal (colon / rectal) resection procedure on (B)(6) 2021 when it was reported that ¿unintentional output occurred even though a surgeon didn¿t do anything.¿ after further assessment, it was found that ¿water leakage and self activation were confirmed with the same device. It was about 10 minutes after the surgeon started using it. It occurred during cut mode. Operating staff felt something was wrong, so I touched and pushed the button area, and it stopped. Operation staff said that if he had not touched, pressed, etc. Near the button, it would have been outputting all the time. It was confirmed output sound and actual output. Coag mode didn't have any problem, only cut mode was output unintentionally. Instrumentation nurses said: despite the button was not touched, output of cut mode occurred. When the near button area was touched, it stopped. It was taken out of the abdominal cavity to the instrument table. The staff held it in my hand to look at it, he/she heard the output sound again. When he/she looked at the esu, the cut output was displayed. In the same way, when he/she touched the button area, the output stopped.¿ there was no delay to the procedure and the procedure was completed with an alternate unknown device. There was no report of impact or injury to the patient or user. The electrosurgical unit used was the covidien ft10 and will be listed as a concomitant device. The device settings are unknown. The 60-5274-032 spatula electrode w/stealth ER 5mm x 32cm (5/cs) and the disposable ball electrode(amco) will be listed as concomitant devices. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.